Manufacturer narrative:
The tech found the head hi/low solenoid valve was sticking open. The tech replaced the valve to repair the bed.

Event description:
Info received indicates the head of the bed is drifting down.